Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of blood leakage due to cap coming off could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was provided.

Manufacturer narrative:
D4. Primary UDI number: the primary di # has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked from the blood gas syringe due to the cap that came off. The event occurred during transit. There was no patient involvement, and no patient harm/adverse event reported.